Manufacturer narrative:
During troubleshooting efforts by merge technical support, an error message was found "phoenixws is not valid." The error was caused from the user improperly shutting down the client pc. Merge technical support advised the customer that a hard reboot should be used as a last resort since it can corrupt the local client pc's sql (structured query language) database, making it suspect, and rendering it unusable. During a scenario such as this, the hemo application is designed to allow the user the ability to manually chart a procedure and then enter the information into the chronlog at a later time to prevent the loss of patient monitoring and/or data. However, the user chose to do a hard shutdown instead. That resulted in the interruption of capturing physiological data and moving the patient after sedation and active monitoring had been initiated. For this reason, conclusions code 18 (failure to follow instructions) was used. Merge technical support rebuilt the database for the identified workstation, and the customer confirmed that the problem was resolved. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence in the equipment usage restrictions section with statements such as, "abruptly turning off the computer without following proper power-down procedures may corrupt files or the file structure. Read and follow all instructions and safety procedures in cpu manuals."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the client pc crashed in the middle of a procedure after active monitoring and sedation had been initiated. Subsequently, both the hemo monitor and client pc were rebooted that resulted in a loss of patient monitoring. It was reported that the patient was moved to another functioning lab onsite. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the procedure was completed successfully once the patient was moved to another lab. (B)(4).